Manufacturer narrative:
A ge rep evaluated the system and reseated the interconnect cable. System operates as intended. The total number of events being summarized is 890. Please note the mdrs associated with this report are filed late in response to the remediation efforts of ge healthcare. This report is filed under the FDA's retrospective summary report.

Event description:
Customer reported the system was not booting up. No pt injury reported.